Manufacturer narrative:
(B)(4)

Event description:
Sales manager contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. It was reported that the patient expired as a result of complications from type 1 diabetes mellitus. No additional event or patient information is available. There was no alleged device malfunction. The complaint states that the patient expired as a result of complications from type 1 diabetes mellitus. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause cannot be determined without a certificate of death.